Manufacturer narrative:
Upon receipt, no communication could be established between the device and programmer due to a low battery voltage. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the patient was brought to hospital with low pacing rate. The device was unable to be interrogated. End of battery life was suspected. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.